Event description:
It was reported that (2) devices were used during a laparoscopic oophorectomy. It was reported by the affiliate that the surgeon was using the atw35 device, he is very familiar with to transect the ovarian ducts as a part of the dissection and inserted the stapler. The firing mechanism jammed and would not fire at all. Neither the surgeon or nursing staff could free the handles. So they opened another device to complete the procedure. The jammed stapler is still jammed even after rep examined the device. There was no consequence to the pt.